Event description:
It was reported that an increase to high/undefined in superior vena cava (svc) coil impedance was observed. Svc therapies were programmed off and the associated lead alert was turned off. Additionally, it was noted historically, there was speculation of an right ventricular (rv) lead perforation, this was noted to be monitored via repeat echocardiograms and considered stable with no need for intervention. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 6935m62 ((B)(6)); implant date (B)(6) 2017; ddpc3d4 ((B)(6)); implant date (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.